Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak," "changed size and shape," "pain," "mental anguish," and "loss of the capacity for the enjoyment of life."

Event description:
Patient representative reported right side "leak," "changed size and shape," "pain," "mental anguish," and "loss of the capacity for the enjoyment of life." Patient representative additionally reported patient ¿suffered bodily injury ¿suffering¿ disability, disfigurement¿; these events are not related to the device. Device has been explanted.